Manufacturer narrative:
Additional information was revealed on 4/12/2019. The impacted product was a mentor smooth round high profile 500cc saline prosthesis. A manufacturing record evaluation (mre) of lot number 6428577 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. On 4/17/2019 mentor became aware that the d10 was initially submitted incorrectly. The fields have been updated. The investigation of the returned device was completed by the failure analysis lab on 4/17/2019. Device evaluation summary: the right sided prosthesis was stated to have an unspecified failure. Upon receipt by mentor the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a leakage at the valve. No other anomalies were discovered. The condition of the device cannot be conclusively linked to an adverse event or device malfunction. No corrective action will be taken at this time. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis. On 8/28/2018 left sided deflation was observed, as the prosthesis began to feel different after a pop was heard when the patient was standing up. Additional information was received on (B)(6) 2019. In addition to the deflation reported previously, ptosis resulting in asymmetry was also noted. Additionally, the right sided prosthesis was stated to have an unspecified failure. The right sided device is an unknown mentor saline prosthesis. On (B)(6) 2019 bilateral prosthesis replacement with 560cc mentor memorygel breast implants was performed. This report relates to the right prosthesis. See 1645337-2018-05711 for the left sided prosthesis report.